Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant and exhibited unspecified helix rotation issue. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found partially extended with traces of blood. The reported event of helix mechanism was not confirmed. The helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.